Event description:
It was reported that after evaluation, the patient was referred to a joint needle aspiration department, which confirmed the septic state and led to the isolation of the same bacterial strain. On (B)(6) 2018 the patient was therefore subjected to complete prosthetic removal surgery and replacement with an antibiotic cement spacer - surgical procedure - duration 1 hour and 48 minutes.

Manufacturer narrative:
The associated complaint devices were not returned for evaluation. Our clinical evaluation noted that no relevant supporting clinical information has been provided to assist with a clinical investigation, and the patient's current condition is unknown. Therefore based on insufficient information, a clinical assessment cannot be performed at this time. Our investigation including a review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. Product was sterilized according to sterilization release documentation from quality control. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Should additional information be received, the complaint will be reopened.